Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer¿s current blood glucose level was unknown mg/dl. Customer stated that they experienced feeling sick and confused due to high blood glucose. Customer was treated with manual injection. Customer stated that they got insulin flow block alarm during fill tubing. Auto mode feature was not used at the time of event. The device will be returned for analysis.